Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Problem device and evaluation codes: updated. One device was received. Visual inspection noted a broken pole clamp, cracked tank cover, and missing micro switch. During functional testing the disposable couldn't be attached properly confirming the customer complaint. The root cause was due to the missing microswitch from interlock block from user damage. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported "nt insert the tubing inside the warmer". Patient involvement is unknown.